Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had partial seal. There was no regrasp alert heard and no evidence of energy delivery. It was unknown if end tone was heard. There was no patient injury.